Manufacturer narrative:
Concomitant medical products bf-p60. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h10 of the inital medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, blurred image when the device was angulated was confirmed but no specific cause could be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite bronchovideoscope image flickers, image blurry when using angulation. The event occurred during preparation for use of tracheoscopy procedure. The procedure was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
The device was evaluated, and the customer¿s allegation was confirmed due to damage of the controlled coupled device. Additional finding was breakage of the image sensor. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.